Manufacturer narrative:
Continuation of d10: product ID: 97755-s, (serial: (B)(6)); product type: 0213-recharger; section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745, (serial: (B)(6)); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported their controller wasn't taking a charge for 5 days, but during the call they confirmed and clarified they couldn't recharge the implant (ins) and could recharge the controller battery. Patient service specialist helped the patient perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Patient unlocked their controller and saw the batteries screen with the controller battery at 100% and their implanted neurostimulator battery at 30%. Patient noted their stimulation was turned off and confirmed they didn't see any error messages. Agent helped the pt inspect the recharger cord, recharger plug, the controller battery pins, and the li battery pack contacts, but no visible damage was detected. Pt initiated a recharge session to their ins with excellent quality. Patient service specialist reviewed the external equipment was functioning as intended. The troubleshooting steps that were taken on the call resolved the issue. Pt called back stating nothing worked anymore. When trying to charge the ins the screen froze on recharge quality, if they unplug the recharger (rtm) and plug it back into the controller it would work again. Now the ins would not charge to 40%, they sat for a long time running it. When charging the ins they got a message that said interrupted and battery low about something even though the controller was at 100%. Pt said they paid a lot of money for this and this was crap. They reset the controller but that did not help. A replacement recharger (rtm) was sent to the patient. Patient called back and stated they have been out of power in the implant now for 7 or 8 days now. Patient stated that the controller is not working. Patient noted they were originally sent the recharger, but that made no difference and the controller has been the issue all along. Patient noted the controller won't even power on anymore. Patient stated at one point the controller was on, and they had it up to 30% but it never went past that. Patient noted they've had the controller plugged in overnight and it still won't power on. Agent had patient connect the controller to the ac power supply; patient confirmed the controller powered on and went to the "press and hold to unlock" screen. Patient attempted to unlock the controller and stated the controller would not respond. Patient tried pressing various times on the controller screen but nothing would happen. Patient stated they just need a replacement controller. Agent sent email to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the 97745 controller (ptm) (serial number (B)(6) ) revealed a broken/cracked rtm/power connector support causing connection/charge issues. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa b atteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.